Event description:
During a laparoscopic assisted vaginal hysterectomy, the surgeon was using the covidien endostitch device loaded with the covidien v-loc 180 absorbable reload suture. When passing the needle on the v-loc through the vaginal cuff, which he was trying to close the needle on the v-loc came off and was lost in the abdomen. The surgeon and staff inspected the abdomen to locate and retrieve the needle but it could not be found. An x-ray was obtained and the needle was not visible on x-ray. The surgeon proceeded with vaginal cuff closure using an alternative suturing device.